Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose level was 130 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.